Manufacturer narrative:
G2: foreign country - germany. H3/h6: the tracker was returned for analysis. Both tips had been broken off the two side tabs of the returned tracker. As is, the tracker would not retain an inserted instrument. Otherwise, with markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the brackets from the orange instrument tracker were broken off which required the instrument to be replaced. There was no patient involvement.